Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the connecting tube had a cracked connector. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6. H4: the device was manufactured in february 2024. The device history record was unable to be reviewed since the exact manufacture date is unknown. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The subject device was not returned to olympus for evaluation, so the reported event could not be confirmed. Based on the investigation results and the available information, the damage to the device was likely the result of external stress applied to the lock lever of the connecting tube and subsequently, the tube was unable to be connected. However, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use which state: abnormality is detectable by performing the following inspection. 9 preparation and inspection, 1 visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities. 3 move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken. Olympus will continue to monitor field performance for this device.